Event description:
Left with no cgm; while inserting the dexcom g6, the applicator on 3 units failed to release, leaving the applicator stuck to my body. Although I tried several ways to release the stuck catches, I could not remove the applicator without also removing the sensor itself. All 3 sensors had to be thrown in the trash. Dexcom limits the number of units you can get at once to 9. As I am at the end of that cycle, I now have none (but can't order more until february 22). Without the sensor, my insulin pump's software (tandem tslim x2 with smart iq) is rendered moot. Control of my diabetes is jeopardized. This a known defect with the product. I've had 3 other units do this since using the g6. Internet chat routinely mentions this issue, yet dexcom does not seem to be doing anything to address it, other than sending out replacement units. Meanwhile, my control of my diabetes will suffer as a result. FDA safety report ID # (B)(4).